Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (241 mg/dl). Troubleshooting was performed and pump appears to be functioning as expected. Reportedly, the customer did not know she needed to deliver a bolus for elevated blood glucose levels. Customer delivered a 1.38 bolus to stabilize blood glucose level.